Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal techniques and was reusing insulin from previous cartridges. Tandem technical support educated the customer to remove any residual air from the cartridge and that reusing insulin is off label. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.